Event description:
It was reported that the patient had experienced high blood glucose (16 mmol/l) due to bent cannula issue on (B)(6) 2026 and it was treated with correction bolus via pump.

Manufacturer narrative:
Name: tandem, country: united kingdom, street: 11045 roselle street, city: san diego, state: ca, zip code: 92121. Based on the available information, this event is deemed to be a reportable malfunction. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545, manufacturing site: 3003442380.